Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device was alarming "no disposable clamp tubing." Pump was turned off, turned back on, and restarted; but it alarmed "no disposable pump won't run." The alarm was silenced and the pump settings were verified along with the medication label. The pump was turned off, line clamped and cassette removed. No air bubbles noted in line; tubing massaged and cassette reattached. The line was unclamped, and the pump was turned back on and restarted. Unfortunately the alarm returned. Per husband's request, the the cassette was removed again and tubing was massaged. The alarm returned again. User was instructed to leave pump off, line clamped and proceed to scheduled appointment in the morning around 9:15am. Patient asked very specific questions about how these alarms are handled on the back end when this happens, especially as this was the 2nd time this had happened with the pump. It was explained that we track and report these alarms and that an rga will be created. Also informed her that she can request a different pump at the next medication fill. There was no patient or clinician injury associated with this occurrence.